Manufacturer narrative:
Corrected fields - h6(investigation conclusions). The "calibrating" screen stayed on the screen and the pump froze - not responding to any keypad commands and not restarting. The calibrating message continued on the screen and not pumping for approx 10 min. Rebooting the console resolved the issue. Additional information was requested from the customer with regard to the status of the .

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6). Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping to perform a calibration. The calibration screen stayed and the pump froze, not responding to any keypad commands and not restarting. After rebooting the console, the issue resolved. No patient harm, serious injury or adverse event was reported.